Event description:
It was reported that the asymptomatic patient presented to the hospital for a prophylactic explant of their implantable cardioverter defibrillator, externalized conductors were observed. The riata lead had externalized conductors observed via chest x-ray. No electrical anomalies were detected. The lead and device were extracted, and replaced with no complications. Patient was asymptomatic throughout procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. Externalized conductors due to internal insulation abrasion were noted at 10.5 cm to 13.0 cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasions were noted at 12.8 - 13.5 cm and 29.8 ¿ 30.3 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 27.2 ¿ 27.4 cm, 27.6 ¿ 27.7 cm, 35.1 ¿ 35.5 cm, and 40.8 ¿ 41.3 cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 11.6 cm to 11.8 cm from the connector pin consistent with friction to device can. The etfe coating was intact at these locations.